Event description:
It was reported by the customer that when using the generic bd pyxis¿ es server, all new orders did not cross. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossed over to pyxis. A technical support specialist dialed into carefusion communication engine (cce) server and verified both cce and system services, ran a message trace, and confirmed that admission, discharge, transfer (adt) and order messages were being crossed from epic to enterprise (es) server. The customer confirmed that patients and orders were crossing from epic. The system functioned as intended after the technical support specialist investigated the issue.